Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer has not reported the device's serial number, at this time it is unknown. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator is switching itself off and back on after a while. It is unknown if there was patient involvement associated with the reported issue.